Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 x 50 mm diameter abdominal aortic aneurysm approximately two months ago. The aortic neck was 20, 22, 24 mm in diameter from proximal to distal and it was 10 - 15 mm in length with severe angulation of 68 degrees. The iliac arteries were severely tortuous. The patient had previous spinal surgery with a lot of hardware which made visualization difficult. It was noted that a proximal type I endoleak was present at the index procedure; however, the physician thought at the time it was the kidney filling with contrast. The left iliac limb appeared kinked on CT but on angiogram it appeared fine. It was reported that one month post implant the patient returned with a proximal type I endoleak as seen on CT. There was also kinking of the contralateral limb stent graft; however, there was no occlusion. There was a 4 x 3 fluid collection in the left groin 1.5 cm away from the left common femoral artery which could represent a small seroma, hematoma, and unlikely to represent a pseudo aneurysm. The next day the patient had an endurant 28x28x49 aortic cuff implanted to successfully resolve the type I endoleak. The hematoma was not treated. No additional clinical sequelae were reported and the patient is fine. Several returned angio images confirmed a proximal type I endoleak; the cause could not be determined but the angulated neck likely contributed. The stent graft was approximately 1cm below the renal arteries. Images of the stent graft limbs were not provided; therefore, the reported contra limb kink could not be assessed.

Manufacturer narrative:
(B)(4). Evaluation method, results and conclusion: (film). (Kink). (Tortuous iliac arteries).